Event description:
It was reported the patient had been unable to turn the stimulator on since implant. It was noted the healthcare provider wanted the record of readings from the stimulator to determine if anything was wrong with it.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).